Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that auxiliary half-height drawer with three two-row boards has not detected any pockets on the bus. A field service engineer eliminated all pockets and cleared the debris from the tray to address the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system pocket 2.6 cannot be restored as it does not remain closed. Attempts to recover it result in the failure of all other pockets within the drawer. A customer reported that the user was unable to dispense medication to the patient, resulting in a delay for the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.